Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving high sensor scan results and experiencing symptoms of hypoglycemia and a seizure. Customer had contact with an hcp who obtained a reading of 32 mg/dl on their device and treated the customer with wellion orange invert sugar syrup for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event. A sensor scan result of 300 mg/dl was compared to an hcp meter reading of 58 mg/dl and the readings, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.